Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
A patient reported they have blisters from their upper aligner and lower aligner is cracked. The patient stated that they are cracked with sharp edges which is causing the blisters to happen. The patient thinks the aligner is pinching their lip and causing that issue. The patient also said they got blisters from the bottom of their aligner before they were broken but those eventually went away. The customer support team sent scalloping tips but that is all that was done.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.